Event description:
The customer reported that the blue light handle cover is not staying in place and has fallen off twice. The first time was at the end of the procedure, but the second time it fell into the surgical field. The patient was given antibiotics pre-op which is standard procedure and the surgeon chose to use an antibiotic irrigation as a precaution after the light cover fell into the field.

Manufacturer narrative:
Deroyal: the manufacturer, brentwood, brentwood industries, has been notified of the reported issue. The investigation into the root cause is in process.